Manufacturer narrative:
(B)(4). Batch # p93h36. Investigation summary the device was returned with the tissue pad that had no apparent damage and was properly attached to the clamp arm. Also found was that the distal tip of the blade was broken off and not returned. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. The device was connected to a gen11 and functionality tested. An alert screen was displayed and no further functional testing could be performed. The blade could not be functionally tested due to the returned condition of the instrument. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator, an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The device was disassembled to inspect the internal components and no anomalies were noted related to the reported event. However, what was found was that there was a cracked internal component; the y-link. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, 3 hours long, the device locked 3 times. In the first and second episode, the error "clean the blade" was displayed. The issue was resolved by turning off and on the generator. After that, the error message "change the instrument" was displayed. The surgeon completed the procedure by replacing the instrument. It was reported that the device presented an excessive usury of the pad. According to the surgeon, the instrument resulted to be too delicate and easily broke down. There was no adverse consequence for the patient.